Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set leakage at site event on 27-may-2024. The insertion site was at abdomen and the insulin ran down at the injection site causing patch to be wet. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: as per child investigation (B)(4). The following tests were completed for 10 reference samples of lot 6005149. 1. Visual inspection as per 4902148 quality criteria for products of the inset engesp family, version 40. 10 samples visually inspected and no damages or bent. 2. 4802011, flow testing on customer complaints, version 10. 10 reference samples meet the criteria of minimum 50ml/minute. 3. 4802112 leak test in water. 10 reference samples were tested and no defects were found. Trending: a query was run in database on 19/mar/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6005149 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 6005149. 1. Visual inspection as per (B)(4) quality criteria for products of the inset family engesp (criterios de calidad para productos de la familia inset engesp), version 40. 10 samples visually inspected and no damages or bent. 2. (B)(4), flow test on customer complaints (pruebas de flujo en quejas del cliente), version 10. 10 reference samples meet the criteria of minimum 50ml/minute. 3. (B)(4) leak test in water. 10 reference samples were tested and no defects were found.

Event description:
To date no additional patient or event details have been received.